Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The system board, display, and machine flow sensor will be replaced to address the issues. In addition, the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing - system board, tubing-blower chassis, tubing - low flow 02, cooling fans, cooling fan retainers, and muffler assembly will be replaced due to contamination, which is not related to the malfunction/issue.